Manufacturer narrative:
Additional information has been added which was not included with the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and self-test but failed the sleep current test, problem isolated to pcba 2. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump memory/history found multiple: pump error 43 on the event date of 12/01/2022 13:48:47.000. Pump error 41 on the event date of 12/01/2022 13:48:48.000. No unexpected battery alarms/alerts during testing. No pump error 43, 42, or 41 alarm during testing. Pump was cut open to perform visual inspection and found moisture damage on the force sensor, and motor. Swapping out test boards confirms failed sleep current measurement, problem isolated to pcba 2. The motor was not tested outside of the device on the ngp stb3 due to moisture damage on the motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Pump passed all other required testing but failed the sleep current test, problem isolated to pcba 2. Unexpected battery power loss was confirmed due to high sleep current, problem isolated to pcba 2. Pump error 41 and pump error 43 was confirmed due to moisture damage on motor. Pump error 42 was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an pump error 42. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for pump errors and the customer was able to clear the alarm and the issue was resolved. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and the product mmt-1880 was returned for analysis.